Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarmed loud as it used to be. The customer¿s blood glucose value at time of incident was unknown. Customer assisted with troubleshooting. Customer stated that insulin pump had crack on top, battery life less than one month, crack on belt clip when dropped. The insulin pump will not be returned for analysis.